Event description:
After venous access was obtained the device was placed on the right side of the patient. Once the device was in place the catheter would not aspirate and flow rate was poor. The device catheter was discarded at the user facility and will not be returned for the investigation and analysis.